Event description:
Medwatch: mw5149536. It was reported that the patient was coughing blood and hemoptysis was suspected. A v-18 control wire was selected for use during non-bsc sensor implantation. During the procedure, the wire position was lost, and the non-bsc delivery system was backed out through the sheath and out of the body. When examined outside the body, it was noted that the non-bsc delivery system wires had loosened, and the non-bsc catheter was slightly bent. So, a new non-bsc delivery catheter was used to re-introduce the guidewire down the target vessel and the non-bsc sensor was deployed over the guidewire. However, the patient began coughing blood and hemoptysis was suspected. The physician noted that the patient remained hemodynamically stable, so the non-bsc catheter was quicky replaced and wedged. As per physician, the source of hemoptysis was likely due to the distal guidewire position in a small branch of pulmonary artery. So, the patient was given platelets and brought into interventional radiology to further examine the source of bleeding. An additional pulmonary angiogram (pa) was performed, but the source of bleeding could not be identified. At this time, hemoptysis was resolved on its own and the patient was transferred to the intensive care unit (ICU) for monitoring. No complications were reported, and the patient is stable post-procedure. It was further identified that this event was previously reported under report number 2124215-2023-76079. Further information will be provided in report number 2124215-2023-76079.

Event description:
Medwatch: mw5149536 it was reported that the patient was coughing blood and hemoptysis was suspected. A v-18 control wire was selected for use during non-bsc sensor implantation. During the procedure, the wire position was lost, and the non-bsc delivery system was backed out through the sheath and out of the body. When examined outside the body, it was noted that the non-bsc delivery system wires had loosened, and the non-bsc catheter was slightly bent. So, a new non-bsc delivery catheter was used to re-introduce the guidewire down the target vessel and the non-bsc sensor was deployed over the guidewire. However, the patient began coughing blood and hemoptysis was suspected. The physician noted that the patient remained hemodynamically stable, so the non-bsc catheter was quicky replaced and wedged. As per physician, the source of hemoptysis was likely due to the distal guidewire position in a small branch of pulmonary artery. So, the patient was given platelets and brought into interventional radiology to further examine the source of bleeding. An additional pulmonary angiogram (pa) was performed, but the source of bleeding could not be identified. At this time, hemoptysis was resolved on its own and the patient was transferred to the intensive care unit (ICU) for monitoring. No complications were reported, and the patient is stable post-procedure.